Manufacturer narrative:
Date of event: unknown. Four customer samples of batch 6035678 were received for evaluation. Three customer samples of batch 5345721 were received for evaluation. Sleeve leakage testing of the seven samples did not confirm sleeve leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6035678 & 5345721. Photos were also evaluated and show what appears to be blood pooling in the stopper. However there were no defects found with the devices sent back. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that while using the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter blood pooled between the collection needle and the collection tube on top of the collection tube stopper. The phlebotomist drew 4 tubes of blood and had blood pool on the second and third tube. No injury, blood exposure, or medical intervention.